Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported deployment issue was not confirmed. It is possible that the distal sheath was bent or entrapped within in the anatomy such that the ratchet was unable to properly engage the stent causing the partial deployment; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the reported deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information reported that no other stent was used to treat the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other 6.0 x 150 supera is filed under a separate medwatch report number.

Event description:
It was reported the procedure was performed to treat a lesion in the superficial femoral artery. The 6.0 x 150 supera stent delivery system (sds) was advanced to the lesion without issue. An attempt was made to deploy the stent, but was unsuccessful. The sds was removed without issue and it was observed that the stent was exposed. The second 6.0 x 150 supera sds was advanced to the lesion, but during the attempt to deploy, the stent was stuck and deployment was unsuccessful. The sds was removed and it was observed that the stent was exposed. An unspecified stent was used to treat the lesion successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.